Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of loss of consciousness. B5: describe event or problem - additional information. B7 other relevant history - additional information. G3: date received by mfg - additional information. G6: type of report - updated/follow-up. H2: type of follow up - additional information. H6 codes: health effect - impact code - additional information. H6 codes: health effect - clinical code - additional information.

Event description:
Subsequent to the initial MDR, additional information was provided on 03/11/2025. The patient stated that before going to bed on (B)(6) 2025, they grabbed a quick popsicle but did not inject any insulin. The patient did not inject insulin because that evening, they planned to have an enjoyable evening with their dad. The patient stated that they had planned to eat and drink certain things and took their insulin according to those measurable carbohydrates. The patient became sick and threw up. The patient went to bed replying on the dexcom to work fine but woke up 12 hours later in a hospital bed. The patient stated that the wearable failed. The hospital told the patient¿s husband that her blood sugar was 29 mg/dl and as treated with glucose. Additionally, the patient reported that they have been post-total pancreatectomy auto islet transplant (tpait). No additional patient or event information is available.

Event description:
It was reported that a wearable failure was reported. The patient reportedly could not get new ones since it was too soon to refill through insurance. As a result, the patient reportedly ended up in the hospital with a blood glucose (bg) of 29 mg/dl on (B)(6) 2025, she was reportedly completely out of it and disoriented. In the hospital, she went through CT scans and arterial blood draws via ultrasound. The reversal of hypoglycemia was not documented. The patient described the experience as life threatening. It reportedly took many hours for her to become lucid again. The patient noted needing coverage for the cost of the sensors and the emergency room (ER) visit. There was no documentation of further medical evaluation or intervention. Data investigation confirmed wearable sensor failure on (B)(6) 2025. The root cause was determined to be low count aberration. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.